Event description:
The customer obtained a non-reproducible, higher than expected vitros hcg ii result (200 vs. An expected result < 2.39 miu/ml) from a single patient sample while using a vitros 3600 immunodiagnostic system. The affected result was not reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested the sample prior to reporting as the affected result was unexpected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros hcg ii result was obtained from a single patient sample while using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive root cause. An instrument, reagent or a pre-analytical sample processing issue cannot be ruled out as contributing factors.